Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Nurse reported to ms&s, that she is unable drain the patient's peritoneal aspira catheter. There is fluid present in the abdomen to be drained. Nurse states that yesterday she drained using a bottle and was able to pull off 400 ml. Had nurse go into the room to inspect the valve. Nurse confirms the valve is damaged. Advised nurse pleurx bottles are not designed to be used with aspira catheters and could damage the valve. No patient injury was reported.